Manufacturer narrative:
(B)(4). Investigation summary: the customer issued a complaint for an ultrasafe device in which the syringe became detached during use by the end user. 1 sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Sample analysis has confirmed all moulded components and springs are complete, undamaged, correctly assembled and have functioned as expected and give no indication of any issues which could be related to the reported condition. Therefore, the conclusion of the investigation into product moulded and assembled at bd swindon is unconfirmed. This product is no longer manufactured at bd swindon therefore, no further actions can be taken. Investigation conclusion: unconfirmed, no issue observed. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe separated from the bd ultrasafe¿ plus x100l png clear after administering the injection and hit the user's chin. The following information was provided by the initial reporter: "they report that the syringe and the vial containing the liquid fell out from the safety device and hit the chin of the person administering the injection. This incident happened just after administering the drug to a patient. Defective casing of the injection's body: the combination of the needle and the liquid container sprang through the syringe body and flew (not needle first) towards the face of the person administering the injection, hitting the person's chin."